Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal history did not match the active basal program and that the time was off by less than one hour. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2014 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2014. The black box showed a manual time change on (B)(6) 2014 from 09:56 to 10:16. The pump was exercised for 24 hours with a 1.0u/hr basal program and performed correctly as reflected in the pump history with 24.0u. There were no alarms related to the complaint in the alarm history. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Product analysis was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.